Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the knife did not go through and stopped the reload. There was no patient involvement.